Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the day following the ablation procedure ((B)(6) 2015), the patient had a high fever and went to the ICU. The patient passed away the following day ((B)(6) 2015). The cause of death is unknown.